Manufacturer narrative:
The reported complaint was not confirmed. No part was returned to the manufacturer for evaluation. Diligence attempts for the return of the pump were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to medwatch # 1828100-2015-00559. The issue took place in a cleaning room during the oxygen (o2) set-up; the o2 was filled with saline solution and the main pump was working; the liquid crystal display (lcd) display was unreadable when a stoppage was detected (half part was black and another one displayed was lighted); no red cross/no question mark/any another message on central control monitor (ccm); the pump was rerun by pressing on related icon of ccm; and the suspect roller pump was replaced in the cleaning room.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was random stoppage of the arterial roller pump. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.